Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken coil occurred. Vascular access was obtained via the right femoral vein. The target vessel was the mildly tortuous right hypogastric vein. A 10mm x 40cm interlock¿-35 was used for embolization. The coil was advanced using intermittent flush through a non-bsc 5f 0.038" catheter to the target area and deployed, but not released. The physician decided to remove the coil to reposition it within the vein anatomy. The coil would not retract back into the catheter. The physician decided to remove the catheter with half of the coil within the vein and half of the coil inside the catheter. While removing the catheter it was noted that a piece of the coil that was in the vein did not come out with the catheter. The catheter was removed from the patient and it was noted a stretched fragment of the coil was located in the femoral vein. An incision was made in the femoral vein and the fragment was cut, leaving it inside the femoral vein. The procedure was not completed. There were no patient complications and the patient status is listed as stable.